Event description:
Pt undergoing decompressive lumbar laminectomy. Surgeon suctioning surgical field. The stainless steel suction tip tore a hole in the dura. The dura was examined and repaired with a 7-0 prolene suture x 3/2cc tissel. The suction tip was examined by biomedical engineering dept and found to have a rough edge on it. The suction catheter is a multi-use device which is placed on a sterile tray by central sterile supply (css). The method of sterilization is steam. The number of times this particular device has been sterilized is not known at this time. Css tries very hard to check these reusable pieces as they come through the css process, but some malfunctioning devices do get past them. The site is unable to determine the start of use of this particular instrument. This is one of the many instruments used in the operating room that has no packaging or inserts which specify or limit the number of usages. There has been no history of this type of failure and the staff does not report any difficulties with the device. The only unusual circumstances surrounding the use of this device is possibly the technique of the surgeon, but this can not be substantiated.